Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer entered an incorrect units into the bolus menu and delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. Customer required assistance and family administered glucose gel to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.